Event description:
Reporter alleged obtaining a discrepant pt blood glucose result of 452 mg/dl on the inform system compared to a lab measurement of 210 mg/dl when tests were performed within 10 minutes. No actions were reportedly taken or treatment was received by the pt. A request was made for the return of the suspect device and replacement product was sent.